Manufacturer narrative:
No additional data or information was provided by the customer, although requested. An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. (B)(4).

Manufacturer narrative:
Though requested, additional information regarding the lot information, patient samples, testing parameters, and event details was not available. As no additional information was available from the customer, no additional investigation can be performed. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency's instruction, we hereby submit this MDR. A customer in the (B)(6) reported that two patient samples generated discrepant results with the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system. One patient sample generated results of flu b positive, flu a invalid, and covid negative. A second patient sample generated results of flu b positive, flu a negative, covid positive. The customer was unable to confirm on a different platform on the same swab and a repeat swab. There was no harm or injury indicated. Though requested, additional information regarding the lot information, patient samples, testing parameters, and event details was not available. As no additional information was available from the customer, no additional investigation can be performed. An MDR will be filed for each patient.